Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush falls off into mouth while brushing [device breakage]. No adverse event [no adverse event]. Case description: a parent reported that while his or her children brushed with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown fell right off into their mouths. No symptoms developed. (B)(6) 2015 received follow-up email from parent: the parent clarified that it was his or her son of unspecified age who had the brushhead come loose in his mouth. No further information was provided.